Manufacturer narrative:
Retainer ring: black. P-cap / reservoir locks properly into place. Pump successfully downloaded traces and history file using thump. Unit passed the displacement test and self test. No unexpected the critical block and inverse critical block did not add to zero noted during testing, however the critical block and inverse critical block did not add to zero due to a software error as per global logic analysis ((B)(4)). The following were noted during visual inspection: pillowing keypad overlay and minor scratches on case. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was not recorded in daily history. No harm requiring medical intervention was reported. The insulin pump was be returned for analysis